Event description:
The facility representative reported a device with a condition of depleted battery. This condition occurred during patient therapy. The event occurred in the patient,s room. Therapy was stopped for an unknown period of time according to the facility representative. The pump was swapped out. IV therapy drug was being infused. There was no patient injury , adverse event or medical intervention associated with this report. There was no other information available.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4). The pump was received and evaluated by baxter. The failure code 802:02 was duplicated. The reported issue was confirmed. The cause was the pumphead module valve sensor value was out of specification. The inlet valve ramp was damaged on the shuttle cam. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
In 2009, one colleague volumetric infusor pump-single channel stopped during patient infusion in the patient's room. There was a pumphead error that read "failure". The pump ran on alternating current. It is unknown what mode the pump was programmed in. The expected and actual infusion times were unknown. It is unknown if there was any delay in the initiation of therapy. The drug that was used during the therapy is unknown. There was no adverse event, patient injury or medical intervention that was associated with this report. The customer could not disclose any patient information and the writer was not provided with an additional contact for further information. The software has been updated with the current updates. It is unknown when the last service date was for the pump. The pump was never serviced at a facility other than baxter. There was no evidence of possible tampering. At this time there is no further complaint information available from the customer.

Manufacturer narrative:
The software version is 5.09.90, categorized as colleague 2006.

Event description:
The pt was injection in an undisclosed area. The pt alleged developed swelling, redness, redness and had drainage administered.